Manufacturer narrative:
Trackwise: (B)(4). The lot # 25157447 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 05/07/2021. An investigation was conducted on 05/11/2021. A visual inspection was conducted. An incomplete device was returned. Only the cannula was returned for evaluation and not the harvesting device. Signs of clinical use and heavy amounts of blood was observed on the cannula. The c-ring was observed to transected and melted in the center of the c-ring, the scope wash tube of the c-ring was also observed to be melted and cut away. No other visual defects were observed. No other visual defects were observed. Based on the incomplete device return of the harvesting device, the reported failure "material twisted/ bent wire" is not confirmed, however based off the evaluation of the returned cannula, the analyzed failure "break-c-ring" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had damaged jaws. The procedure was completed by opening a new device. There was no injury to the patient. The specific damage to the jaws in unknown.